Event description:
A customer contacted beckman coulter (bec) reporting that the coulter lh 750 hematology analyzer was generating incomplete computation hemoglobin (hgb) results (non-numeric results, dots) during troubleshooting. The customer also noticed that about 1 ml of blood and diluent was leaking from the tubing near the baths while running primer samples. The leak was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves, protective eyewear, and a laboratory coat at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse replaced the tubing through the pinch valve (vl) 12d and the complete blood count (cbc) lyse restrictor tubing to resolve the leak. The fse ran startup, latron, controls and a reproducibility to confirm and verify that the issue was resolved. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).